Event description:
Angioseal vascular closure device did not deploy to close femoral artery. Md frequently uses these devices without issue. Unsure of why device failed, however the entire device was removed from the patient's body with plug intact. Md examined device and determined that the failed device was removed in its entirety. The patient was then administered protamine to decrease the effectiveness of the heparin that had been given for the procedure and manual pressure was applied until hemostasis was obtained. No hematoma observed.